Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a lumbar fusion procedure on (B)(6) 2016. The needle detached from suture. There were no patient consequences reported. A second like device was used to complete the procedure.